Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2016-00167 - 3003853072-2016-00174.

Event description:
It was reported that the threads of eight blockers were damaged during final tightening. There was a minor surgical delay while the blockers were removed and replaced with additional copies, but there are no reports of patient injury associated with this event. This is report six of eight for this event.

Manufacturer narrative:
The device was not returned for evaluation, however photos of the device were provided and reviewed. The threads were damaged in a manner consistent with cross-threading. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.